Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was not working properly. Reportedly, the wake button worked when it was pushed again several more times with additional force. There was no reported adverse impact to the customer's blood glucose level. Customer applied more force to the button to resolve the issue.